Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported that a urovac device was about to be used during turp (transurethral resection of the prostate) procedure. Reportedly, upon opening the packaging they saw a black flecks inside three urovacs. The procedure was completed with another of the same device with no patient complications. This report pertains to the second of three urovac devices used in the same procedure.